Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection found that the device had the implant deformed at the distal end. The anchor and inserter had foreign matter, presumably biological residue. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device condition can be associated with bending force during insertion. As per IFU do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. Excessive tension may overload the anchor or suture, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a soft tissue repair surgical procedure it was observed that the lupine br ds w/orthcrd device anchor was deformed. It was reported that during the surgery, the tip of the anchor was bent. Another like device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.